Manufacturer narrative:
Product complaint # (B)(4). Batch # t5df5w. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with two sr75 reloads present. The reload (b) was received with the knife not completely within doghouse and it had the proximal 34 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The reload (c) had the proximal 39 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reloads swing tab were reset in order to fire the cartridge. The device was test with the returned cartridges and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. It is possible that the knife exposure noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the a gastric cancer surgery, could not fire. Changed the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.